Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: zimmer biomet tmj system right standard mandibular component catalog #: 24-6555 lot #: 797800. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2022-00281.

Event description:
It was reported that the patient underwent a bilateral tmj replacement approximately 12 years ago. Subsequently, the patient underwent a revision of the right side tmj implants one month ago due to an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; b4; b5; b7; g3; g6; h1; h2; h6; h10.

Event description:
It was reported that the patient underwent a revision of their right tmj due to ankylosis (stiffness and immobility) and pain approximate 13 months ago. During the revision scar tissue overlying the fossa was noted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.